Event description:
Information was received indicating that this ambulatory infusion pump failed flow accuracy testing. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log shows no evidence of failure. Use testing was performed. The customer complaint of delivery accuracy was confirmed. Service replaced the expulsor. The root cause was defective component.